Manufacturer narrative:
Based on the claim against the product by the customer noting a broken/loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pk dissecting forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to a component failure. An additional finding not related to the customer reported complaint was that the instrument was found to have a broken bipolar yaw pulley. A broken piece approximately 0.052 x 0.247" in size was missing as a result of breakage. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer indicated that the pk dissecting forceps was no longer articulating. Upon closer inspection, the instrument was found to have a broken wire. A backup instrument was used to continue with the case. The procedure was completed with no reported injury.